Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lighttrail reusable laser fiber was used during a daily inspection of an auriga xl 4007 console on july 25, 2021. During the inspection, there was no energy outputted from the auriga xl 4007 laser console. On july 27, 2021, a maintenance and equipment check was performed and the 270 lighttrail laser fiber was found to be broken. No procedure was involved and no patients were affected.